Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that during connection between injection port device and mating syringe for a blood draw, spray was noted on the nurse¿s sleeve and the patient¿s bedding. There was no patient harm reported.

Manufacturer narrative:
Concomitant products: 5ml bd syringe ref 306424, lot 622275n, exp 2018-07-31, heparin lock flush extension set. The customer¿s report of spray from the maxzero was not confirmed. Visual inspection showed no anomalies. Functional testing resulted in no leaking. The root cause of the customer¿s report was not identified.